Event description:
The pt was revised because of ligament instability with wear of the insert.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about reported event; however, provided info indicates pt ligament instability was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.